Event description:
It was reported that injector luer lock n35j had foreign matter. This occurred on 2 occasions. The following information was provided by the initial reporter: according to the customer's report, while preparing the anticancer drug imfinzi, the hcp found a black fm (assembly fixture was used).

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/2/2021. H.6. Investigation: two protectors, each connected to a vial, along with two injectors connected to a syringe., were provided to our quality team for investigation. The product was visually inspected, no defects or damage was observed on the needle of protector or on the injector or protector membranes, however, the needle was observed to be detached from the protector housing. During our evaluation, a foreign particle was observed inside one of the vials, no particles or other foreign matter was observed inside the second vial or either syringe. There was no damage or defects observed on the protector or injector membranes or needles of the protector. Based on the color and characteristics, the particle appears to be consistent with material from the vial stopper. Fragmentation testing is performed during manufacturing according to procedure, to evaluate any particulates generated by the injector and mated component after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed and additional retained samples could not be investigated. Based on the available we are not able to identify a definitive root cause at this time. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that injector luer lock n35j had foreign matter. This occurred on 2 occasions. The following information was provided by the initial reporter: according to the customer's report, while preparing the anticancer drug imfinzi, the hcp found a black fm (assembly fixture was used).